Event description:
It was reported the patient¿s device wasn¿t remembering/ learning changes that were being made. The manufacturing representative spoke with the patient the day before. The patient even stood for 10 minutes in upright position and it wouldn¿t remember the position. It was noted the patient saw a 006 error code. Troubleshooting was done with the patient on the phone. It was confirmed that the patient was on a group eligible for adaptive stimulation. Patient was on group c. It was confirmed that the patient had adaptive stimulation enabled. The patient would set upright, go mobile, and then go back down and the voltage would still be too high. The device wouldn¿t remember the upright voltage. It was noted that the health care provider (hcp) wanted to potentially relocate the lead wires to a lower position on the spine. During the call, the patient was set to upright at 4.2v, and 3.8v, the patient stayed there for 3 minutes. Then the patient went mobile and the voltage increased to 4.7v, and 3.9v which is what the patient wanted. Then the patient went patient went back to upright and 4.6v and 4.2v showed. Additional information received reported that the patient experienced these issues when he made a long drive. The issue appeared to be that the patient¿s device was not switching from position to position at the appropriate times. It was noted that the patient was upright-mobile, then stood still for 2 minutes but the device wouldn¿t go to just upright. The patient had to sit down for the device to switch. As troubleshooting, the manufacturing representative reoriented the device reset some of the parameters, lowered the mobility rate, and increased the position range. It was stated that the device is now ¿remembering¿ the settings. It was described that the patient¿s biggest issue had been just recently. What was happening is he would sync up and an ¿a¿ will flash, but it would flash real quickly. After a minute, the patient would walk and it would still show ¿upright¿, but after a minute it would show the patient was mobile and after 2 minutes it correctly went to mobile settings and when he stopped and went back to ¿upright.¿ additional information has been requested. A follow up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), explanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received reported that the lead was replaced and the new lead was moved to a lower level in the spine on (B)(6) 2014. The lead tip location was t7 and now at mid-t8. The patient was very happy with coverage after the revision and did not have any abdominal stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that "he" was looking to have the lead repositioned on (B)(6) by the doctor.